Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported device malfunction. The device was attached to an olympus diego elite test unit and found no abnormalities with the output energy when the device was activated. In addition, the device was further tested and energy was observed at the distal end tip when the blue button switch and foot pedal was activated. The device was then forwarded to the original equipment manufacturer (OEM) for further evaluation. The OEM performed a device history review (DHR) for lot number jc983142. All acceptance criteria were met with no indication of production or manufacturing issues. In addition, the OEM was also unable to confirm the reported device malfunction. Based on the device evaluation results, the cause of the reported event could not be determined as the device functioned as designed.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined at this time; however, the most probable cause could be attributed to user handling and likely that the activation knob was depressed.

Event description:
Olympus was informed that towards the end of an adenoidectomy procedure, the device started to activate on its own outside of the patient. The same device was used to complete the procedure. There was no patient or user injury reported.